Event description:
It is reported that the package was damaged when received. The product was not used in surgery.

Manufacturer narrative:
Evaluation summary: visual examination reveals damage to the box that indicates it was smashed. Visual examination also reveals that the damage to the inner cavities is indicative of the box being smashed. The cause of the cracked trays was exposure to hazards outside of normally anticipated distribution environments. Based upon the investigational findings, it is possible that the damage was caused by the box being crushed, possibly during transit. All evidence, however, indicates that the device was manufactured, inspected, and packaged to specification. The exact cause of the damage cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.